Event description:
It was reported that the insulin pump had a blank display and a damaged battery cap. The blood glucose reading was 140 mg/dl. The customer stated that the contacts on the battery cap were damaged and that she had to punch a hole through the top of the battery cap where the slot was. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.